Event description:
The customer and fe reported an overload fault error message. This message will result in a system shut down situation thereby necessitating a reboot as indicated by the customer. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
A ge representative evaluated the system and replaced the high voltage tank. The system operates as intended.